Event description:
According to the reporter, during a laparoscopic procedure, the balloon disengaged from the trocar/sleeve. A new trocar was opened and used to complete the case. The patient was alive with no injury.